Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation.  Visual inspection was performed to the photographs using the naked eye which revealed that the male luer rigid component gets stuck into female luer connector of b braun filtered extension tubing. It was also observed the inside of female luer came out of braun extension and remained on male luer. The picture indicates the male and female luer were used; therefore, the luer was not damaged at the beginning of the treatment. The reported condition was verified.  Due to the nature of the sample, no additional testing could be performed.  Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution sets were breaking off in to a non-baxter extension set. It was further stated that when disconnecting, the male luer breaks off into the female luer of the non-baxter extension set. This resulted in a fluid leak and blood backing up in the intravenous (IV) line. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.